Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 3. Reference MFR report: 1627487-2013-17458 and 1627487-2013-17460. It was reported the pt experiences heating at this scs ipg pocket site while charging. It was also reported the pt was not charged in approx 3 months due to receiving effective stimulation after multiple reprogramming. Subsequently, the pt wants the scs system explanted. The pt is working with the physician to determine the next course of action. On 8/1/2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.